Event description:
It was reported that pump experienced unexpected reset but turned back on without being plugged into power source, and customer had questions about pump function after this event. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that pump reset one of its microprocessors as part of routine safety check and was functioning as intended, was educated that insulin on board and maximum hourly bolus reset to zero and that continuous glucose monitoring sessions must be restarted and cartridges reloaded after a reset, and was assisted in loading cartridge and resuming insulin, which customer understood and acknowledged.